Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. (B)(4).

Event description:
Customer reported when the sensor pad is in use with the alarm and weight is removed from the pad, the alarm does not sound. Customer tested the alarm with a known working sensor pad and the alarm sounds as it should. The issue was discovered during set up, but the date of the event is unknown. No patient injury was reported.